Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump, and the malfunction did not recur after the reset, allowing the customer to continue using the pump. The caller was advised to reach out again if the issue recurs.